Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Iipv was confirmed in the event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of the device logs confirmed the reported difficulty symptom of overfill (increased intra-peritoneal volume or iipv. The device was evaluated per specification for the reported difficulty of the patient feeling overfilled, which occurred during dwell 1. Review of the device logs confirmed the reported difficulty and found a volume of fluid drained that meets the current criteria of an increased intra-peritoneal volume (iipv) incident (occurrence date (B)(6) 2012 @ 00:30 / cycle 1 / drain volume 3720ml). The device was received operational. The disposable was returned with the device, but could not be evaluated since the patient and drain lines were cut off . The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. Internal / external inspection performed per specification and passed. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The device was determined to meet specifications for the reported difficulty symptom of overfill. The labeling reviewed was found to be sufficient.

Event description:
A patient contacted baxter's technical service center regarding assistance performing a manual drain, which occurred on the homechoice (hc) during use, during dwell 1. The patient stated that she felt sick and overfilled. The technical service representative (tsr) had the patient stop the dwell and got to manual drain. The manual drain volume equaled 3720ml. The patient stated that she had performed a manual exchange that day and filled with 2000ml. The initial drain volume was only 839ml. The fill 1 fill volume equaled 2000ml. This complaint met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The patient vomited twice during the conversation with the tsr. The patient stated she recently had peritonitis. The tsr advised the patient to call her registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter global pharmacovigilance contacted the consumer on (B)(4) 2012. The following was reported by the consumer. On an unreported date, the patient began to feel sick, overfilled, vomited, and had peritonitis. On (B)(6) 2012, the patient was hospitalized for these events. Treatment included an unknown antibiotic (dosage and frequency unknown, start and stop dates not reported) via intraperitoneally (ip). The patient was discharged form the hospital on (B)(6) 2012. At the time of this report, the events of feel sick, overfilled, and vomited were resolved. The outcome of the peritonitis was not reported. The causality for the events was not reported. During the call, the patient stated they needed to lie down. Permission was obtained to contact the patient's peritoneal dialysis registered nurse (pdrn). Baxter global pharmacovigilance contacted the pdrn on (B)(4) 2012. The pdrn declined to provide further information.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.